Manufacturer narrative:
(B)(4). An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted due to the patient experiencing dysphotopsia the type was not provided. Reportedly, the dysphotopsia significantly interfered with the patient's daily activities. There was no incision enlargement and there was no report of any patient injury. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
Additional info: further information was provided and reported the patient sees constant flickering with overhead light causing a decrease in visual acuity and a nauseous feeling. The patient also complained of seeing halos and starbursts. Additionally, the patient sees the edge of the iol. There was no capsule tear or vitrectomy required. The patient is doing well post operatively. The patient was treated with glasses. The following sections have been updated accordingly: patient code 2137 - blurry vision. Patient code 2227 - halos. Patient code 2140 - visual disturbance (flickering). Patient code 1970 - nauseous feeling (additional). Patient code 2138 - decrease in visual acuity (additional). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA: 010215.

Manufacturer narrative:
Additional information: device available for evaluation? Yes. Returned to manufacturer on: 7/2/19. Device returned to manufacturer? Yes. Device evaluation: the product was received dry in a jar. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.